Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient, currently residing in a home care facility, has been experiencing ongoing pain in the lower back and buttock area. A family member reached out with concerns about whether the pain may be device-related. The pain has reportedly been occurring almost daily, though it is not on the same side as the implant. The patient has not yet been evaluated by a physician. The family plans to seek medical evaluation to rule out other possible causes, such as a kidney urinary tract infection (uti), or worsening hemorrhoids. Turning off the device may be considered depending on the physician's guidance. There were no clinical complications reported. A follow up is scheduled for (B)(6) 2025 to assess the situation. The patient is doing well but has not yet followed up with the gynecologist to investigate the source of their pain. The patient's daughter suspects that hemorrhoids might be the cause, as the patient did not indicate pain near the implant site. X-rays were normal, and tests for uti and kidney infection came back negative. The patient has dementia and will follow up with their physician.

Event description:
It was reported that the patient, currently residing in a home care facility, has been experiencing ongoing pain in the lower back and buttock area. A family member reached out with concerns about whether the pain may be device-related. The pain has reportedly been occurring almost daily, though it is not on the same side as the implant. The patient has not yet been evaluated by a physician. The family plans to seek medical evaluation to rule out other possible causes, such as a kidney urinary tract infection (uti), or worsening hemorrhoids. Turning off the device may be considered depending on the physician's guidance. There were no clinical complications reported. A follow up is scheduled for 29jul2025 to assess the situation. The patient is doing well but has not yet followed up with the gynecologist to investigate the source of their pain. The patient's daughter suspects that hemorrhoids might be the cause, as the patient did not indicate pain near the implant site. X-rays were normal, and tests for uti and kidney infection came back negative. The patient has dementia and has yet to follow up.

Manufacturer narrative:
Block h11: investigation details: based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.